Event description:
Customer reported that the facility had two patients whose transfer set disconnected from the titanium adaptor. (The second patient incident is being addressed under report 1423500-2012-00671.) Baxter contacted the nurse on (B)(6) 2012. The event of the separation occurred on (B)(6) 2012 and a baxter titanium adapter was involved with no sample or lot number. The patient developed peritonitis after the event. On (B)(6) 2012, product surveillance contacted the facility and spoke with the peritoneal dialysis nurse regarding this event. The nurse reported that the patient was diagnosed with peritonitis on (B)(6) 2012. The patient was hospitalized on the same day. The patient was treated with antibiotics and discharged on 1/18/12. The patient is recovering. The nurse reported that the peritonitis was caused by the connection issue between the transfer set and the titanium adapter. She reported that there was no visible damage to the transfer set. The patient's transfer set has been replaced. Peritoneal dialysis therapy is ongoing. No further information was given at this time.

Manufacturer narrative:
(B)(4). The reported problem was not confirmed. The assignable cause was undetermined. A batch review could not be performed since the manufacturing lot was unknown. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.